Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the hyperglycemia. The customer's blood glucose level was 400 mg/dl. Customer stated that they received sensor glucose value 155 mg/dl on new sensor. It was unknown whether the customer was using automode at the time of reported event. The device will not be returned for analysis.